Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was feeling out of breath. It was noted that crosstalk was observed on the pacemaker. The device was under-sensing p waves and detecting conducted r waves. Programming changes were recommended. The patient was stable.